Event description:
It was reported that a patient underwent a ventral hernia repair procedure in 2012 and mesh was implanted. The patient experienced pain. The patient underwent a reoperation on (B)(6) 2012. During the reoperation it was noted that there was a hole in the mesh. The surgeon sutured the hole. No further information provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.